Manufacturer narrative:
A ge service representative performed an onsite investigation. It was recommended the generator interface board be replaced if the event recurred. Waiting on customer approval for repair.

Event description:
The customer reported the system displayed a communication fail error code message. No report of pt injury.